Event description:
It has been reported that the device may have damage in the battery compartment.

Manufacturer narrative:
Updated awareness date.

Manufacturer narrative:
Investigation revealed the battery well seal was missing. Claim of deterioration of the battery cavity foam was not able to be confirmed.